Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet charger would not charge the device and the charging pad displayed a flashing green light; troubleshooting and education were completed, and a replacement charger was sent. Symptoms included no clinical effects reported. Outcomes included no impact on health and no alerts or alarms. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a charging accessory performance issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component failure of the external charger.